Event description:
The hcp was unable to access the pump reservoir at a refill visit. An x-ray revealed that the pump was flipped. The patient had revision surgery 10 days later. When the surgeon opened the incision site he noted that all the sutures around the pump suture loops were broken. The catheter was not kinked. The pump was secured using the pump suture loops. The pump was refilled at surgery. There was no interruption in the patient's infusion schedule. The system was used to deliver lioresal 2000 mcgs/ml at about 200 mcg/day.

Manufacturer narrative:
For suture breakage.